Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed a "status 90" when turned to defib mode. The complainant indicated that there was no pt involvement in the reported malfunction.